Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: july 20, 2015. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a large hexagonal screwdriver broke under normal use during a surgical procedure on (B)(6) 2016. It is unknown whether the instrument was being used to implant or explant screws. It is also unknown whether or not the tip was retrieved. The procedure was completed with no reported surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: received on article of screwdriver part 314.270. The article is in a used condition, the tip of the screwdriver is broken off. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. During manufacturing investigation the hardness of screwdriver was checked on the shaft diameter. The result was within specification. It is likely that the breakage caused by mechanical overload during use. No manufacturing related issue was identified and/or confirmed, therefore, review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: per the technique guide, the large hexagonal screwdriver (314.27) is a common trauma instrument included in the large fragment system and used across various systems for screw insertion and removal. As described in the manufacturing investigation, the screwdriver was received with the distal tip missing and in a used condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. A review of the current design drawing / manufactured revision for the top level assembly and the screwdriver shaft component was performed. During the investigation no product design issues were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. No definitive root cause was able to be determined as circumstances of the failure were not available. This failure is consistent with mechanical overload. During the investigation no product design issues or manufacturing issues were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.